Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received of an 840 ventilator with a faulty display. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. The se replaced the graphic user interface (gui) printed circuit board (pcb) and touchframe printed circuit board (pcb). The ventilator passed self-tests. Updated patient involvement information in section b5.

Event description:
The ventilator was not on a patient at the time of the event.